Manufacturer narrative:
A correlation between the device and the reported event could not be determined. Review of the submitted log file revealed several power elevations above 10w. No atypical alarms were captured and the pump speed remained above the low speed limit for the duration of the log file. The log file appeared to show the system operating as intended. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 6 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on an unspecified date with symptoms of dizziness and shortness of breath. No other symptoms were reported and the patient denied discolored urine. The patient underwent laboratory tests, however, the results were not provided. The manufacturer's technical services representative reviewed the submitted log file. An increase in power readings and decrease in average pulsatility index were observed. There were no alarms observed or reported. No further information was provided.